Event description:
The company was informed that the pt's device was explanted due to a cholesteatoma. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly doing well.